Event description:
It was reported a fluid leak was observed originating the waste liquid bag of a prismaflex m150 set. The event occurred during priming. The waste bag was swapped. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(6). The actual device was not available; however, photographs and a video of the sample were provided for evaluation. During visual inspection of the provided photographic samples, the drain bag seal was observed leaking near the stopcock. The reported condition was verified. However, due to the nature of the provided samples, no further testing could be performed. The drain bag is provided to the baxter manufacturing plant already assembled by the third-party supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.